Manufacturer narrative:
Review of the customer-provided data showed that the hiv channel had late, but sigmoidal growth. The rfi value generated is lower than that of the positive controls, however, is above the minimum. This taken with the late CT value generated would indicate a likely cause of either contamination or a true low titer sample that has not seroconverted and would not be expected to be detected 100% of the time. From the cobas taqscreen mpx test, v2.0 instructions for use, hiv samples around 0.5x lod were only detected, at best, 83.7% of the time. Review of the customer-provided data showed that the hcv channel had a low intensity, non-sigmoidal growth curve with the late CT value. The rfi for this sample was just above the minimum necessary to generate a reactive result. This would indicate the cause of this result to be likely a false positive result or contamination. During the investigation, a local field application specialist (fas) was on site to help troubleshoot with the customer, and performed cleaning activities. Troubleshooting batch runs were then performed and there were no invalid or result discrepancies generated. Investigation of the complaint kit lot did not identify a product problem in qc release, stability and internal non conformance review. (B)(4).

Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. The product common name was truncated and the complete name is "human immunodeficiency virus type 1 (hiv-1) group m rna, hiv-1 group o rna, human immunodeficiency virus type 2 (hiv-2) rna, hepatitis c virus (hcv) rna and hepatitis b virus (hbv) dna assay" (B)(4).

Event description:
A customer from the us reported an instance of a donor generating reactive results for hiv and hcv, which led to an organ rejection. Serology results and western blot were all negative for this donor. There is no harm alleged through the case. It was stated that no further detail is available as to what organ was intended to be transplanted and the customer has no information on the status of the intended recipient.